Event description:
Consumer reported pen needle break off in consumer's abdomen. Found no needle, just a tiny silver of "meter." Went to the hosp for xrays and dr exam. Xrays showed no needle in consumer's skin, unsure whether insulin was delivered.